Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display powered down within a few seconds (blank screen) and 10 beeps were heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds. It was found that the u21 component on the system board was defective. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device switched off after a short time. Additional information received indicated that the device was unable to engage in monitoring activities because it would power off after switching it on. The error occurs with electrical and battery power. No known impact or consequence to patient.